Event description:
This catheter was being utilized for a cardiology procedure when the catheter kinked in two places during an attempt to cannulate the left coronary artery. Initially, the primary curve collapsed when the catheter was torqued. A guidewire was advanced over the primary curve, the catheter was torqued again, and the secondary curve kinked. The catheter was replaced and the procedure was completed without further incident. There was no reported injury to the pt.